Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
There was no damage to keypad observed during visual inspection. The 'down/ok' buttons intermittently responsive while the 'contrast/up' button responsive to user input. All buttons spring back normal when pressed. There was contamination under 'down/ok' button contacts observed but no contamination were found under 'contrast/up' button.